Event description:
On (B)(6) 2012, pt reported receiving elevated blood glucose levels while on the infusion device. Pt stated, he has been receiving elevated blood glucose readings for about a week. Pt reported, he has not been receiving any error messages. Pt stated, his blood glucose readings have been in the 400-500 mg/dl range. Pt's target blood glucose range is 150 mg/dl. Pt reported, he would self-treat with an injection of insulin. Advised pt on infusion adapter and battery changes. On call back on (B)(6) 2012, pt reported he was advised to use the backup infusion device for a few days to see if his blood glucose levels returned to normal. Pt reported he did, and his blood glucose levels were running normal for him. Pt stated, he switched to the backup infusion device about 4 days ago and filled a new insulin cartridge at that time. Pt reported he switched back to his primary infusion device on (B)(6) 2012 and his blood glucose levels were running in the high 200's mg/dl. Pt stated, he tested prior to the call and his blood glucose level was 474 mg/dl. Pt reported, he gave 11.0 units of insulin to correct his blood glucose. Pt tested at the end of the call and stated his blood glucose level was 407 mg/dl. On follow up call on (B)(6) 2012, verified that pt's blood glucose levels have returned to normal with replacement infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.